Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display or power loss alarm noted during testing. Detailed trace analysis confirmed the pump alarmed power loss and low battery was triggered due to connector resistance issues. No unexpected power error alarm noted in the history file or during testing. After disconnecting and reconnecting the internal battery connector. The unit was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage was within specific range. Device had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off without receiving a prior alert. Customer's blood glucose was unknown. Insulin pump would need to be replaced.